Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's pump had a confirmed motor stall and motor stall recovery recorded in event logs. The pump had stalled and recovered multiple times since (B)(6) 2011. Multiple stalls have lasted over 48 hours. The reporter noted that this pump has always been filled with lioresal and the patient had always been managed by their practice. The lioresal dose administered via the pump was 1272 mcg/ml at a concentration of 2000 mcg/ml. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.